Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, there was difficulty opening and closing the device. Additionally while deploying the clip within the patient they were met with much resistance, once the clip deployed it was reported that a piece of the clip broke off and fell into the patient. The fallen component was retrieved and removed from the patient. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of clip was difficult to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. There was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, there was difficutly opening and closing the device. Additionally while deploying the clip within the patient they were met with much resistance, once the clip deployed it was reported that a piece of the clip broke off and fell into the patient. The fallen component was retrieved and removed from the patient. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.